Event description:
It was reported that, the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD) system dislodged and as a result the patient received ten inappropriate shocks. Due to difficulty anatomy the rv lead was initially difficult to placed. The plan is to let the current wound heal, explant the transvenous system and implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The tachy therapy was turned off due to the inappropriate shocks. This ICD remains in service. No additional adverse patient effects were reported.